Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient will undergo surgical intervention due to pain at the ipg site.

Event description:
Follow-up revealed the patient's ipg was relocated on (B)(6) 2016. The issue was resolved by surgical intervention.